Event description:
It was reported to technical services that this patient has passed away. They had infection around leads with fever and was admitted to the hospital. The patient had a history of infections. Reported by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).